Manufacturer narrative:
The device was not returned to olympus for evaluation and after contacting the customer was not planned on being. The customer stated they would reprocess the device themselves and no further response was warranted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less then one year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the foreign material or type or foreign material was unable to be determined. The facility reported that there was a possibility that reprocessing was insufficient, but unable to confirm as no device was returned to be inspected. The event can be detected and prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope deposits on the back of the forceps elevator. The issue occurred during preparation for use for a diagnostic ultrasound endoscopy that was completed with the same unit, with indications that the reprocessing may have been insufficient. There were no reports of patient harm.